Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue in which the users could not pull up the patient profile because the system was too slow to load. This incident resulted in a delay to patient care and there was no patient harm. There was no report of impact on the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system slowness was due to a bloated database issue. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.